Event description:
My (B)(6) year old son is a type 1 diabetic. He wears a (cgm) continuous glucose monitor made by dexcom. The dexcom sensor has a sticky side to hold it to his skin. The last 2 sensors he has worn (both in the last 2 weeks) have caused a skin reaction - the skin was red, puffy, with yellow fluid oozing from the site, itched, stung, and burned. It has been a week since he took the first sensor off and the area is now scabbed over and still quite red. He put another sensor on in a different spot using skintac between the sensor and his skin, but he still had a reaction. Now, he is unable to wear his cgm at all. This device alerts us at night when his blood glucose drops dangerously low. I am afraid for his life if he has to live without it. FDA safety report ID# (B)(4).